Event description:
Three corneal burns occurred over a period of ten days. Sutures were required to close the wound. Unable to obtain info on the number of pts that were involved. The customer was unable to provide the lot number.